Event description:
Note: date of event is unknown. In 2007, it was reported to boston scientific corporation, that a procedure to treat a g.I. Bleed (patient age, gender, weight unknown), using a resolution clip device, occurred. During deployment of the device, the clip grasped tissue but then the clip sprung open. There was no additional trauma to the bleed site, the clip was retrieved and the procedure was completed with another resolution clip device. There were no patient complications and the patient's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.